Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: b.5, b.6, d.1, d.4, d.6b, d.9, h.3, h.4, h.6, h.10.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one crack opening, wear abrasion and fold creases. Leak test and microscopic analysis was performed which identified: one crack opening. Based on the device analysis the final assessment is: one opening crack assessed as cracked valve seat diaphragm valve. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported right side "deflation". Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation.

Event description:
Healthcare professional reported right side "deflation". Device remains implanted.